Manufacturer narrative:
Citation: de backer o et al. Coronary access after tavr-in-tavr as evaluated by multidetector computed tomography. Jacc cardiovasc interv. 2020 nov 9;13(21):2528-2538. Doi: 10.1016/j.jcin.2020.06.016. Available online 2 november 2020. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding coronary accessibility after transcatheter aortic valve replacement (tavr)-in-tavr using multi-detector computed tomography. All data were retrospectively collected from 34 centers. The study population included 45 patients and was predominantly male with a mean age of 80 years. Of those, 35 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, adverse events included: tavr-in-tavr (valve-in-valve) due to aortic stenosis, aortic regurgitation, or mixture of aortic stenosis and regurgitation (30 corevalve/evolut r cases); stroke; and reduced left ventricular ejection fraction. In addition, the physician/author noted that fully impaired coronary access was observed in 16 cases where the first transcatheter valve implanted was a corevalve or evolut r. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.